Manufacturer narrative:
Correction to d4(gtin), h3(device evaluated by mfg), and h6(device code). The reported event that could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows signs of twisting damage, as evident by its appearance. The twisting is concentrated at the drive end. The transverse deformation pattern suggests that the hexagonal screwdriver was subjected to application of regular higher torque, resulting in torsional forces. These forces caused excessive stress on the drive end, which exceeded its yield point, ultimately leading to twisting of the fins. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to user related issue. Most likely the failure was caused due to an improper torque application. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the driver tips were found twisted or broken. These items belong to a consigned kit and have been heavily used.

Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the driver tips were found twisted or broken. These items belong to a consigned kit and have been heavily used.